Manufacturer narrative:
Article citation: dar, n., sharon, t., hecht, I., kalev-landoy, m., & burgansky-eliash, z. (2019). Efficacy and safety of the ab interno gelatin stent in severe pseudoexfoliation glaucoma compared to non-pseudoexfoliation glaucoma at 6¿months. European journal of ophthalmology. Pages 1-6. The reported events of high intraocular pressure, fibrosis, low intraocular pressure and gel stent blockage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors. Device labeling: this is a known potential adverse event addressed in the product labeling. [(B)(4)].

Event description:
Reported events of trabeculectomy, needling procedure and iop lowering topical medications were needed for xen®45 gts patients with pseudoexfoliation glaucoma and non-pseudoexfoliation glaucoma, 2 cases required postoperative nd-yag laser treatments and 2 eyes suffered from hypotony were noted in the article: "efficacy and safety of the ab interno gelatin stent in severe pseudoexfoliation glaucoma compared to non-pseudoexfoliation glaucoma at 6 months." European journal of ophthalmology, april 2019, p. 1-6.